Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with the input manifold assembly loose from the bottom chassis. The customer stated problem was not duplicated. No fault was found with the device regarding the customer problem. The cause of the reported problem could not be determined.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus is not pressurizing correctly (only positive pressure, but will not release pressure no patient was harmed as reported.